Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman double curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Transesophageal echocardiography (tee) images were acquired prior to start of the procedure. No pericardial effusion was noted prior to procedure. Transeptal puncture (tsp) was completed, and the septum was crossed with brk needle. The was sheath was advanced over an amplatz super stiff wire. The wire was visualized in appendage. The patient converted to atrial fibrillation. The wds was inserted and deployed with three (3) recaptures. Final position, anchor, size and seal (pass) criteria was met, and the closure device was released. After device release, the patient was reassessed, and a pericardial effusion was noted. Pericardiocentesis performed to treat the effusion. With the reduction in the effusion, a bulb suction was left in place. The patient was still symptomatic. Cardioversion was then performed while visualizing device under tee. Patient returned to sinus rhythm with improved vital signs. No change in device position or compression. There were no further complications, and the patient is expected to fully recover. It was further reported pericarditis occurred.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: patient code added.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman double curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Transesophageal echocardiography (tee) images were acquired prior to start of the procedure. No pericardial effusion was noted prior to procedure. Transeptal puncture (tsp) was completed, and the septum was crossed with brk needle. The was sheath was advanced over an amplatz super stiff wire. The wire was visualized in appendage. The patient converted to atrial fibrillation. The wds was inserted and deployed with three (3) recaptures. Final position, anchor, size and seal (pass) criteria was met, and the closure device was released. After device release, the patient was reassessed, and a pericardial effusion was noted. Pericardiocentesis performed to treat the effusion. With the reduction in the effusion, a bulb suction was left in place. The patient was still symptomatic. Cardioversion was then performed while visualizing device under tee. Patient returned to sinus rhythm with improved vital signs. No change in device position or compression. There were no further complications, and the patient is expected to fully recover.